Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was completed. Corrected d2. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of difficulty crossing the native annulus and system interferes with mitral anatomy were confirmed based on the information provided in the article "mitral transcatheter edge-to-edge repair for anterior leaflet flail induced by transapical transcatheter aortic valve replacement". However, no manufacturing non-conformances were identified during engineering evaluation. As no lot number was provided, a DHR and complaint history review were unable to be performed. A review of the IFU and training manuals revealed no deficiencies. As reported, ''some resistance was encountered when crossing the native valve but finally the valve was deployed without consequence to the patient. At the two months follow-up the patient reported an improvement of the symptoms, but during the transthoracic echocardiography moderate-to-severe mitral regurgitation was noted. As per medical opinion, the root cause was the rupture or damage of a mitral chord during the transit of the delivery system into the ventricle during the tavi.'' For the complaint of crossing difficulty, there are several potential factors that may affect users ability to cross the native aortic valve. Procedural factors such as coaxial alignment of guidewire, sheath, and catheter to the aortic annulus, or patient factors such as calcification in the native valve may also have contributed to the difficulty to cross the native valve. In this case, it was indicated that the patient had severe aortic stenosis. It is possible that the presence of stenosis, in absence of performing a bav, caused a reduction in the valve opening, which obstructed valve crossing and resulted in the reported difficulty in crossing the native annulus. Additionally, a non-coaxial guidewire/sheath could lead to unfavored interactions with the patient's anatomy resulting in the reported crossing difficulty. As such, available information suggests that patient factors (aortic valve stenosis) may have contributed to the reported event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. For the complaint of system component interferes with mitral anatomy, in this case, although no issues were reported in crossing the mitral apparatus/chordae, difficulties were encountered in crossing the native aortic valve. A non-coaxial guidewire and/or malpositioned catheter (e.g. Non-coaxial angle) may have resulted in unfavorable interaction with the patient's anatomy (mitral valve apparatus). Additionally, the device manipulation to overcome the crossing difficulty, may also have contributed to the reported mitral chord injury, which then progressed over time causing the mitral regurgitation. However, due to limited information and without applicable procedural imagery, a definitive root cause is unable to be determined. No labeling problem was identified during the evaluation. Therefore, no further corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Through review of medical article " mitral transcatheter edge-to-edge repair for anterior leaflet flail induced by transapical transcatheter aortic valve replacement" , corresponding author dr. Matteo betti et al., the following event(s) was/were identified as pertaining to an edwards device: this is a case of a male patient of 85 years old that presented moderate aortic stenosis, moderate reduced left ventricular ejection fraction and mil mitral regurgitation. It was decided to perform an aortic valve replacement with a transcatheter approach, due to the patient was declined for surgical replacement. The decision was to use the transapical transcatheter approach. The initial approach was aborted because a large thrombus was detected in the laa at periprocedural transesophageal echocardiography. Anticoagulants were prescribed and 3 months after that the procedure was done. A 26mm sapien 3 ultra was implanted though transapical approach with a certitude esheath. Some resistance was encountered when crossing the native valve but finally the valve was deployed without consequence to the patient. At the two months follow-up the patient reported an improvement of the symptoms, but during the transthoracic echocardiography moderate-to-severe mitral regurgitation was noted. As per medical opinion, the root cause was the rupture or damage of a mitral chord during the transit of the delivery system into the ventricle during the tavi. It was decided to perform a mitral transcatheter edge-to-edge repair m-teer. A single mitraclip g4 xt was implanted, successfully reducing mitral regurgitation from severe to mild. The patient was discharged the following day to the procedure and at two-weeks follow-up reported considerable improvement of the symptoms.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. The date of the event is unknown; however, the article was received for publication on the 31st of march, 2025. Therefore, the 'received for publication date' used as the occurrence date.